Event description:
It was reported that a pause event from the implantable cardiac monitor that occurred four days post-insertion was reviewed. The interval plot showed a rate of about 90 beats per minute before and after the pause which is not typical for a real asystole event. There also appeared to be a sharp rise on the baseline when the signal came back. This looked to be loss of contact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).